Event description:
Caller reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pump's pneumatic tap area and remove it from its case. Caller declined to load a second cartridge and chose to continue monitoring the system with the same cartridge.